Event description:
It was reported that during a ptca procedure in a calcified lad, after two inflations the balloon was difficult to remove. The balloon appeared "shredded" when it came out of the body. No other procedural details were available.

Manufacturer narrative:
Quality assurance preliminary analysis determined that the balloon was severely wrinkled but intact. The balloon could not be cleared of contrast therefore, the balloon could not be inflated. The guide wire exit notch was torn and the lumen was wrinkled and damaged. It was not possible to advance a guide wire through the lumen due to the condition of the lumen. Quality engineering was unable to determine the root cause of this product concern due to the untestable condition of the dilatation catheter. No corrective action is warranted at this time. This MDR is considered closed by the quality assurance department.